Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up, down and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed no damaged to the keypad cover. The keypad buttons responded appropriately during testing. The pump cover was opened and no damage was found to the button contacts; however, moisture corrosion was found throughout the pump. The pump failed a leak test due to a crack at the top right corner of the display.